Event description:
Baxter product surveillance spoke with a home patient (hp) on (B)(6) 2011 regarding a previous report by the hp about having programming problems. The hp said he was in the hospital due to c-diff colitis. The hp said that he also then developed peritonitis. On (B)(4) 2011, peritoneal dialysis (pd) called baxter regarding this patients peritonitis. Pd nurse provided the following information: on (B)(6) 2011, patient was admitted to the hospital for colitis and clostridium difficile (cdif). They diagnosed the patient with peritonitis once admitted to the hospital. Patient was discharged on (B)(6) 2011. The date of diagnosis of the peritonitis is unknown. She stated that the cause of the peritonitis was the patients medical conditions of colitis and cdif and not from baxter products or the pd therapy . The patient has continued pd therapy and is recovering. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potential lots h11h04010 and h11h06056 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint is not confirmed and the root cause was not determined because the disposable set was not returned to baxter. The lot number given had no issues and no deviations from standard procedure were reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.